Event description:
It was reported that high impedance and low r-waves were observed. The ICD pocket manipulation caused electro magnetic interference (emi) sensing and r-wave signal loss. During surgery, the rv lead distal setscrew was found loosened. The lead pin was reinserted in the ICD header and the screws were tightened down. The device remains implanted.

Manufacturer narrative:
Na